Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The ovation ix devices were implanted to treat an abdominal aortic aneurysm in 2016. At the 30 day follow-up visit, there was a note of a endoleak in the proximal portion of the stent. It was noted from this CT images, some angulation of the neck as expected, mild type 1a endoleak but no sac growth. At the 12 month follow up visit CT on (B)(6) 2017, there is evidence of a type ii endoleak. There appeared to be 3 locations for endoleak being observed: proximal portion of the stent, ima and distal portion. At the 1 year follow up CT, the proximal endoleak still existed. The patient continues to be monitored. No additional patient sequelae has been report.

Manufacturer narrative:
At the completion of the investigation, the reported endoleak type ia and type ii are confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be under surveillance. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.